Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sore under the electrode from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to cover the sore. Additionally, the patient followed up with a dermatologist who reported that the patient had a skin/tag wart under the electrode, which was exacerbated by the lifevest. The dermatologist burned off the skin tag and prescribed a salve for the affected area. Follow up indicated that the skin irritation improved.